Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 700 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.